Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Customer reported that in 2008 at 11:00 am, a new pca 60ml syringe of meperidine was installed into a pca pump. The concentration was 10mg/ml. Nurse found the syringe empty at 11:30 am. The pt had a cardiac arrest, required assisted ventilation and narcan IV. Customer unwilling to give any additional info about the pt or the event. Log review showed that prior to the reported incident, this pca pump was programmed to infuse meperidine using the custom concentration feature(_mg per_ml) with a drug amount = 520mg and a diluent volume= 52ml. When the user programmed the pca pump on the same day at 11:01 am by selecting the custom concentration feature (_mg per_ml) and meperidine, a visual notification was displayed "the same drug has been selected. Select yes to restore the same program." The user selected yes, but changed the drug amount to 10mg and the diluent volume to 55ml. The user confirmed the pca dose = 10mg, lockout = 10 mins and max. Limit = 240mg/hr. The pt requested a pca dose at 11:08am and 53.9216 ml of meperidine was infused in 21.5 mins.